Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had failed but did not show up under the recover storage space tab. A field service engineer worked with the pharmacy staff over the phone, enabling them to successfully recover the drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer failed, but this issue did not show up under the recover storage space tab and was unable to be recovered. The malfunction occurred when a user tried to issue medication to a patient, resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.